Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in a pre-existing non-edwards surgical valve in the aortic position, the 23mm commander delivery system burst during valve deployment. The angiography showed moderate paravalvular leak (pvl). The team post dilated with a 22mm true balloon resulting in no remaining pvl. There was no patient injury. Confirmation from a follow up noted that there was no difficulty with valve alignment and the alignment was performed in a straight section. There was no withdrawal difficulty with the delivery system, and it was removed as normal through the esheath. The patient had a non-edwards savr that had aortic stenosis, but they were unable to see much calcium in the leaflets. It's confirmed there was no issues with movement of the leaflets. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and dimensional testing was completed. Based on the nature of the complaint, there was no functional testing performed. The returned device was evaluated, and the following was observed: balloon is burst longitudinally and radially. 3mensio imagery was provided and the following was observed: calcification is present in the landing zone. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, a review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on visual evaluation of the returned device. Available information suggests patient factors (calcification, pre-existing stent) likely contributed to the event as the imagery review showed calcification in the landing zone and it was reported that balloon was ruptured during the deployment of the valve within the pre-existing stent. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, a pre-existing stent can cause further interactions between the balloon and valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.